Event description:
It was reported by service report that the scale did not work. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: foot left load cell, foot left load cell cable.